Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Review of the log file showed time stamps and errors related to the procedure. In conclusion, the reported steam pop was not observed in the log file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure a tactile "flick" sensation that felt similar to a steam pop was noted. The case was completed. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the steam pop occurred during ablation of the lateral mitral isthmus, near the mitral valve. There was a sudden incline in temperature reading maxing out at 75.2 degrees when the steam pop occurred.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product. Product type: sheath product ID: non-medtronic product. Product type: transseptal puncture device product ID: non-medtronic product. Product type: catheter product ID: non-medtronic product. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.